Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) made the necessary replaced the safety disk assembly, condensation removal module (crm) assembly, blood detect tubing, purge valve assembly, fill manifold assembly, fill manifold bracket, single transducer block assembly, pneumatic component luer, and the reservoir assembly due to blood contamination and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. However, the stm notified the customer's biomed of the issues he observed with the iabp. (B)(6).

Event description:
It was reported that during a service repair on the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager (stm) to replace parts due to blood contamination from a ruptured balloon, lots of dust and debris was observed throughout the iabp, the safety disk was observed to be expired, and according to the tag, it should have been replaced in august of 2018. In addition, panel/covers were missing some hardware were not secured properly. The stm noted that the iabp unit appeared to not have preventative maintenance (pm) performed in a long time. There was no patient harm and no adverse event was reported.